Event description:
Customer reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was addressed by correction bolus via pump. Reportedly, the customer was skipping the air removal step when filling the cartridge and was using cold insulin. Tandem technical support educated customer to perform the air removal step when filling the cartridge and informed customer that insulin should be at room temperature before filling a cartridge per user guide. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery.